Event description:
It was reported that patient underwent total hip arthroplasty on (B)(6) 2012. Subsequently, a revision procedure was performed on (B)(6) 2013 due to dislocation. The acetabular cup was removed and replaced. A second revision procedure took place on (B)(6) 2013 due to dislocation. The head and acetabular liner were removed and replaced. A third revision procedure occurred on (B)(6) 2013 due to dislocation. The constrained liner, head and locking ring were removed and replaced.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. This report is number 3 of 3 mdrs filed for the same patient (reference 1825034-2013-05631/05633).